Event description:
Information received by medtronic indicated that the insulin pump was cracked on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery compartment found on (B)(6), 2022. Insulin pump was received with partial display. The insulin pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. Insulin pump was cut open to perform visual inspection and found heating of the lithium battery, cracked glass, and moisture damage on the vibrating motor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, end cap address label missing, battery tube threads - cracked, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Partial display was confirmed during testing due to cracked glass. Heating of the lithium battery was due to moisture damage on the wires near the vibrating motor. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.